Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine drive was not working and there was a loss of cine function. There was no patient injury or death reported.